Event description:
The customer reported that when stepping on the fluoro footswitch, the system did not fluoro. The incident occurred again after rebooting. The system finally worked after three reboots.

Manufacturer narrative:
The ge service rep could not duplicate problem. He found contrast setting of 49 during fluoro with no image in the field. He adjusted the contrast to proper setting of 72 with no image in the field. He inspected the interconnect cable, receptacle and high voltage cable connections. He flexed the high voltage cable during fluoro with no issues. The rep also adjusted the work station power supply to 5.12 volts, then adjusted the mainframe power supply 2 voltages to spec. He then verified the kv tracking and image resolution were in spec. The system is operating as intended.